Event description:
It was reported from (B)(6) that the controller is identifying a fully charged battery as being empty. When the battery is placed in the charger it begins the process of charging the battery again. The battery was exchanged and the patient given a new battery. The device will be sent back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The returned battery - serial # (B)(4) - passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. Unable to duplicate event details description for: "vad cord. Describes, that the battery is initially fully charged. The controller identifies the battery as empty. After reconnecting to the battery charger, the charger starts charging the battery again." At the bench level after battery established a good communication with the test bed setup controller and battery charger. The available controller log file review revealed no evidence of any controller used with this battery serial number; the available controller logs only covered through (B)(6) 2014 and the event occurred (B)(6) 2015. With functional testing, the battery performed as per specification. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis. Analysis of the device revealed that the battery met specifications; the device passed visual examination and functional testing. The battery could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Without log files, and in the absence of any device malfunction, a root cause cannot be established. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation.